Event description:
According to the information there was an infection.

Manufacturer narrative:
Based on the information received, qa concludes device function was not associated with this event. In addition, all devices sold and labeled as sterile by this corporation are released according to manufacturing and quality assurance procedures . Based on this, qa concludes that the implanted device was sterile prior to opening of the package and that the infection initiated from a source other than this device. Because evaluation of the device would not conclusively confirm or disprove the report of infection in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention.